Event description:
It was reported that the system was stuck in standby mode. No injury reported. A field engineer was dispatched to the site. During trouble shooting the field engineer determined that the hardware securing the lead screw had broken allowing the lead screw to drive downward. The top and bottom hardware was replaced. Once this was completed the system was working as intended.